Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, one of the haptics had detached from the lens. To avoid the risk of it completely breaking inside the patient¿s eye, the surgeon explanted the lens during the same procedure and replaced it with another iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).